Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 11/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Please provide the source or name of person providing answers to follow-up questions: no further issues. I think it was the first time using stratofix (normally used v lock in last trust) so I didn't pull the first knot through. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. Had to pull out the first barbed suture as the loop didn't tighten once he¿d thrown his sutures in a bariatric case. Outcome: probably added a few minutes onto the procedure and a bit frustrating but no harm came to the patient. There were no patient consequences reported. Additional information was requested.